Event description:
The MFR received info alleging a ventilator does not power on. No harm or injury were reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's power supply was replaced to address the issue.